Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump would not turn on until a third new battery was inserted to the insulin pump. The customer's blood glucose was 150 mg/dl. Troubleshooting was done. The customer mentioned that there was a crack on the screen of the insulin pump. The customer stated that it looked like a hair line crack. The customer stated that the contacts on the battery cap were not missing or damaged. Advised that a replacement battery cap would be sent. Nothing further reported.